Event description:
Patient was revised to address loose femoral component.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records was also not possible as the product and lot code was unavailable. The investigation could not verify or identify any evidence of product contribution/error regarding the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.